Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: concomitant med prod data. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the error code 133.6090 on the pcu was confirmed in the log review, however. The issue was not replicated and observed during testing. The laboratory test results identified that the reported error code 133.6090 have a main speaker malfunction, but during evaluation no errors or malfunction was observed. The result of battery condition test on the suspect device was recorded within normal values. No condition was identified during the internal or external inspection that is linked to the reported event. All parts inspected were manufactured by bd. The suspect pcu error logs were retrieved from the received device using alaris system maintenance (asm) to ascertain programming details associated with the reported incident. The concomitant pump module logs were not provided. The facility reported that during an infusion the pcu turned off on its own, and after evaluation from biomed a system error was observed. During the log review was observed four (4) pump modules infusing before system error appears. A review of the pcu battery logs did not observe any issue or warnings that could have contributed to the reported event. The review of the pcu error log showed that error code 133.6090 (main speaker failure) occurred on (B)(6) 2025 at 4:40 pm. During the review of the pcu error log on (B)(6) 2025, two (2) error codes were identified at 4:39 pm: error code 121.2060 (communication heartbeat failure) and error code 121.2070 (communication no response failure). At 4:05 pm, the pump module s/n: (B)(6)/channel c was programmed remotely with a guardrails drugs infusion of drugid=770 with drug amount = 4.5 grams and volume 100 ml; rate 25 ml/h and volume to be infused (vtbi) = 100 ml with concentration = 4.5 grams/ml; primary volume infused (pvi) = 1796.65 ml (accumulated from previous infusions). The infusion lasted thirty-four (34) minutes. At 4:08 pm, the pump module s/n: (B)(6)/channel a was programmed with a guardrails drugs infusion of drugid=2 (ivf maintenance) with rate 999 ml/h and vtbi = 500 ml; pvi = 1.302 ml (accumulated from previous infusions). Then two (2) minutes later the user modified the rate to 500 ml/h with vtbi = 467 ml, pvi = 35.198 ml. The infusion lasted fifteen (15) minutes, and 201.172 ml was infused. From 4:16 pm to 4:17 pm the pump module s/n: (B)(6)/channel b door opened and stopped a previous infusion. The user programmed an infusion with a guardrails drugs infusion of drugid=149 (normal saline) with rate 300 ml/h and vtbi = 450 ml; pvi = 350.297 ml (accumulated from previous infusions). The infusion lasted twenty-two (22) minutes, and 201.172 ml was infused. At 4:20 pm the pump module s/n: (B)(6)/channel d the user modified the dose from a previous remote programed infusion; drugid = 751, drug amount = 50 mg, volume 250 ml, rate = 9 ml/h and vtbi = 195.364 ml with dose of 30 mg/ml/min. Pvi = 4.682 ml (accumulated from previous infusions). The infusion lasted nineteen (19) minutes. From 4:34 pm to 4:35 pm the pump module s/n: (B)(6)/channel a alarmed for air in line, then the user pressed key channel off and infusion stopped, pvi = 236.37 ml. At 4:39 pm the system alarmed for malfunction with error code 121.2060 (communication heartbeat failure) causing the infusion to stop. Next the pcu was powered on without any modules added and at the same minute the system alarmed again with error code 121.2070 (communication no response failure), then the pcu was powered off. At 4:40 pm the pcu was powered on without any modules added and at the same minute the system alarmed with error code 133.6090 (main speaker failure), then the system was powered off. The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. The pcu is shipped with the battery in a discharged condition. Before the pcu is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. This ensures proper battery operation when the alaris system is first set up for patient use. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that the pcu had an error code of 133.6090 was identified to be the main speaker malfunction, but during the investigation no damage or malfunctioning device was observed. Note that this report lists imdrf annex a1102, g0200802, c19, d14 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had turned off on its own during an infusion. After evaluation from biomed, it was confirmed that there was a system error of 133.6090. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had turned off on its own during an infusion. After evaluation from biomed, it was confirmed that there was a system error of 133.6090. There was patient involvement but no harm.